Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15119731/15184509, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. No further information could be obtained.